Manufacturer narrative:
Retained samples from the same lot were tested and no quality issues were found. In addition, no trend was seen with a review of similar type complaints. The skin injury was likely the results of high mechanical forces when the electrosurgical plate was removed. If a patient has skin atrophy, there is often a reduced strength of the papillary junction between the dermis and the epidermis. This type of skin injury could occur if the patient plate was not removed carefully. The product IFU states the user should not remove the plate by pulling on the cable or cord. The user should start at a corner and peel back the plate slowly at a 180-degree angle to prevent skin trauma. End of report.

Event description:
A hospital employee alleged a patient experienced a "wound" when a 9160f 3m¿ universal electrosurgical pad was removed from the right thigh. The hospital employee alleged the patient's skin remained stuck to the pad when it was removed.